Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head lot #: unknown, item #: unknown liner lot #: unknown, item #: unknown cup lot #: unknown, 7354-02-103 stem nh collarless 12/14 3 r 61321302. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02867.

Event description:
It was reported patient underwent right hip revision approximately seven years post implantation due to pain and elevated metal ions. The patient underwent a second right revision nine years post initial surgery due to pain, tissue reaction, and corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.